Event description:
It was reported that after a diagnostic left heart catheterization, arteriotomy closure of a mildly calcified common femoral artery was attempted using a perclose proglide device. Reportedly, after deploying the foot, an attempt was made to deploy the needle plunger, but the needle plunger could not be fully deployed as indicated by the collar making contact with the body of the device. Three to four attempts were made to fully push in the needle plunger, but were unsuccessful. An attempt was made to remove the needle plunger and retract the foot, but they became stuck together preventing removal of the device. The device was removed via a surgical cutdown. There was no damage to the vessel. The vessel was surgically sutured to achieve hemostasis. There were no reported adverse patient sequelae. Hospitalization was not extended due to the reported experience and the patient was discarded to home as planned. The operator was reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported needle plunger failing to deploy was not confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4): failure to follow steps/instructions. Three to four attempts were reportedly made to fully deploy the needle plunger. Per the proglide device instructions for use under smc device placement the operator is instructed not to use excessive force or repeatedly push the plunger assembly. Additionally, the device was deployed in a reportedly mildly calcified common femoral artery. Per the special patient populations section of the proglide device instructions for use the safety and effectiveness have not been established in patients with femoral artery calcium, which is fluoroscopically visible at the access site. The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.